Manufacturer narrative:
Investigation ¿ evaluation: the zenith flex aaa endovascular graft iliac leg was not returned for evaluation. Without the complaint device, a physical investigation was not able to be completed. Medical imaging was provided and reviewed. In addition, a review of the device history record, complaint history, documentation, the instructions for use, and quality control data was conducted. A pre-implantation computerized tomographic angiography (cta) and implantation angiography were provided. Post-implantation, routine ctas performed at one week, six months, and yearly through five years were also provided. Secondary intervention angiography and follow up ctas performed at two years four months, at three years four months, and five years were also provided. Per the image review, an endoleak near the left internal iliac artery (iia) artery aneurysm seal zone is confirmed. The endoleak could be a type ill endoleak through or between another manufacturer's stents or a type ii endoleak through the inferior division of the left iia. A left type 1b endoleak was not confirmed. A right iia aneurysm sac endoleak near the shortened right external iliac artery (eia) tfle seal zone beginning between years three and four is confirmed and suspected to be a type 1b endoleak. The right iliac artery aneurysm had remained stable. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were observed. Aneurysmal disease was severe. In addition to severe iliac involvement, aneurysms involved the popliteal artery and common femoral artery bilaterally. Right eia seal zone loss is consistent with progressive aneurysmal disease. Significant findings relative to the use of the device were not observed. A type ill endoleak or a type ii endoleak is confirmed. Right eia seal zone loss is consistent with progressive aneurysmal disease. Per the IFU, ¿aneurysm(s) extending into the iliac arteries may require special consideration in selecting a suitable graft/artery interface site.¿ there is no information regarding sizing in this event. Per the IFU, ¿strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression.¿ the type I endoleak was not confirmed in the imaging review; however, aneurysmal disease progression did contribute to eia seal zone loss. The imaging review was not able to determine if a type iii endoleak surrounding the competitor device or a type ii endoleak occurred. At this time, the probable cause of this event is disease progression-related as evidenced by aneurysmal disease. However, other competitor device or human anatomy-related events cannot be excluded. The right iliac tfle seal zone had increased density consistent with endoleak which first appeared at the aneurysm sac at the shortest point of the seal zone at year four and persisted through year five. Significant findings related to the disease state were observed. Aneurysmal disease was severe. Right external iliac artery (eia) seal zone loss is consistent with progressive aneurysmal disease. A type 1b endoleak occurs when blood flows around the seal zone of the stent graft distal to proximal. Causes of type 1b endoleaks include tortuous anatomy, deployment inaccuracy, migration of the stent graft, thrombus, calcification, or progression of the aneurysmal disease. A device history record review was performed and noted there were no non-conformances during manufacturing. A review of complaint history revealed this complaint to be the only reported complaint associated to the complaint lot number 2700251. Based on the available evidence, the root cause of the type 1b endoleak is related to the patient condition and progression of the disease. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information and/or completion of the investigation.

Event description:
On (B)(6) 2012, the patient was implanted with a graft system for abdominal aortic aneurysm (aaa). The patient was discharged from the hospital on (B)(6) 2012. Distal type I endoleaks were identified at one and two-year follow-ups. The patient had a secondary intervention (stent placement) for persistent endoleak (types I, ii, and iii) on (B)(6) 2014. Additional intervention (stent placement) occurred on (B)(6) 2014 due to persistent type I and ii endoleaks. Additional imaging occurred on (B)(6) 2014 and was reviewed by core lab. The patient underwent a secondary intervention (coil embolization, n-bca glue) on (B)(6) 2015 due to a persistent type ii endoleak with continued aneurysm enlargement. Additional imaging occurred on (B)(6) 2015 and was reviewed by core lab. The patient underwent a secondary intervention (coil embolization, n-bca glue) on (B)(6) 2016 due to persistent type ii endoleak and an enlarging aneurysm. On the five-year computerized tomography (CT), the core lab identified a new distal type I endoleak at the right iliac limb graft. The device remains intact and patent with no evidence of kinks. The study site indicated that the presence of an endoleak was unknown. The maximum diameter of the abdominal aorta has increased from 51.3mm at one month to 72.1mm at five years.